Event description:
Customer reported that a patient sample with a positive antibody screen did not react with vra165 cell 4. All other d+ cells reacted 1-2+. Patient had a history of anti-d. Sample was retested and no reactivity was observed with cell 4. Patient did not require any transfusions. Customer stated that qc was acceptable. Customer stated that cell 4 was tested with known anti-d qc material and a 2+ positive reaction was observed.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).